Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. Customer's blood glucose level was unknown. Customer has used (B)(6) battery and stored them correctly, insulin pump was not bumped or dropped. Customer reported that the anomaly persist after battery change, self test show missing segments. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap and missing segment due to moisture damage to the lcd panel noted.